Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost a month after the dental implant and temporary crown/abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician reports patient's poor bone quality/qty, tongue pressure, biomechanical overload and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that almost a month after the dental implant and temporary crown/abutment were placed in ada site 10 in the mouth, the implant did not integrate in type iii bone. Clinician reports patient's poor bone quality/qty, tongue pressure, biomechanical overload and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).